Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (282 mg/dl). The customer delivered a correction bolus via the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, the customer was having difficulty charging the pump with the usb cable. The pump was able to be successfully charged with a different usb cable. A replacement usb cable was sent to the customer.